Event description:
The patient reported that the v-go he put on yesterday at 930am came off around 1130pm last night. He said sweating may have been a factor. The weather was very hot and humid. He wore the v-go on his arm.